Manufacturer narrative:
The device was returned fully deployed with no damage to the soft cannula. No abnormalities or deficiencies were found with the device that could cause high blood glucose levels. The needle mechanism and fluid path were investigated to check for abnormalities or deficiencies. Although no problems were found that could result in high blood glucose levels or the cannula to dislodge, the cause of the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 300 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent at an angle to the left a little bit. Patient¿s father reported that the cannula just pull out of the patient¿s leg. As treatment, a new pod was applied, patient¿s mother treated the patient with 0.5u, and normally she gives a bolus of 1u to help bring the bg level down. When the mother took off the pod she was able to smell and feel insulin on the patient¿s leg.